Manufacturer narrative:
The reported complaint of unable to flush could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event occurred on an unspecified date and involved a microclave® clear connector w/green ring. The reporter stated that the device will not draw or flush when connected to the vycon umbilical catheter and baxter stopcock during use on a baby patient. The event occurred pretty often now and then, multiple times. The line was placed in the patient, it was unable to flush and the clinician had to remove the adapter. There was delay in therapy since they had to try a few before it worked. However, there was no harm reported.